Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the physician decided to obtain an x-ray after the high impedance was found. There was no lead fracture or lead pulling out of the header on the battery on the x-ray. The physician decided that they needed to replace the entire system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had been doing work around his tractor, driving the tractor, bending over but had not done any physical lifting and had no injury around the device site. The patient experienced excruciating pain in his lower back and turned the stimulator off. An impedance test at .7v had all contacts show greater than 10k ohms and increase to 3v had all contact pairs show greater than 40k ohms. The patient was directed to the healthcare provider for further follow-up and an x-ray was suggested. The change in therapy or symptoms was considered sudden. The indications for use were spinal pain and failed back surgery syndrome.